Event description:
Caller states that pc8771 was used to cover the eye of a 28 year old female. Six hours later she complained of a raised red itching reaction. Pt did not return to the dr for a followup until 8/18/97. The dr has found "superficial scarring under her eye." The current pt condition was called in on 8/19/97.